Event description:
The customer reported that the insulin pump had two no delivery alarms during bolus and basal. Blood glucose level at the time of the incident was 112 mg/dl. Customer was advised that there may have been a slight occlusion. Troubleshooting could not be completed as this was a past event. The customer was advised that the reservoir and infusion set would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.